Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV, and ptosis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 40-year-old caucasian female patient underwent primary breast augmentation with 200cc mentor memorygel breast implant on both sides and experienced capsular contracture; baker grade iii on her right side postoperatively. The device was removed on (B)(6) 2026. On (B)(6) 2026, mentor became aware that the patient also experienced nipple on right breast and had red spot that was warm and has subsided. During the breast augmentation procedure in 2024, a mole was also removed at the same time. On (B)(6) 2026, mentor became aware that the patient experienced bilateral capsular contracture; baker grade IV, ptosis, and local reaction and underwent bilateral replacement surgery with catalog number 3507255mc; serial number (B)(6) on the right side, and with catalog number 3507255mc; serial number (B)(6) on the left side on (B)(6) 2026. This medwatch report is for the patient¿s left-sided device.